Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, that the implantable cardioverter defibrillator (ICD). Detected ventricular tachycardia (vt), delivered anti-tachycardia pacing (atp) and shocked the patient. It was suspected, that the rhythm was atrial fibrillation (af) with rapid ventricular response. Therefore, the therapy was inappropate. It as noted, by the patient, that they had chest tightness at the time of therapies. The device remains in use. No further patient complications have been reported, as a result of this event.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected ventricular tachycardia (vt), delivered anti-tachycardia pacing (atp) and shocked the patient. It was suspected that the rhythm was atrial fibrillation (af) with rapid ventricular response (rvr), therefore the therapy was inappropriate. It as noted by the patient that they had chest tightness at the time of therapies. The device remains in use. No further patient complications have been reported as a result of this event. It was further reported that inaccurate counters on the quicklook screen due to a programmer software error. It was further reported that the episode was ruled af with rvr and dual tachycardia. The patient received medication changes.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.